Manufacturer narrative:
(B)(4). Investigation summary: the device was sent to the service center for evaluation. Service center findings: the water has been explored inside the device that caused the short circuit which has led to the motor failure. Motor cable had the signs of mechanical damage and isolation was almost broken. Probably the equipment has been handled improperly. A complaint search in depuy synthes mitek complaints system revealed similar complaints for this serialized device. These devices are frequently sent in for repair due to the nature of their use, and longevity in the field. At this point, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within these device families as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that the 8022 hand pc tornado shaver device did not work. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown but was noted to have occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.